Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar autoa-flex device's sound abatement foam. The patient's attorney reporting allegations of acute respiratory distress system (ards), lung irritation, throat inflammation, chronic cough/congestion, chronic nausea, vomiting, ear infections. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Box b and h is updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of acute respiratory distress system (ards), lung irritation, throat inflammation, chronic cough/congestion, chronic nausea, vomiting, ear infections. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings, dust was observed. There was twenty-eight error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit corrected. Box h was updated in this report.